Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is likely that the failure to cross and resistance during removal was due to interaction with the challenging anatomy. Additionally, it is likely that during the attempt to advance against resistance, the stent to become compromised on the balloon resulting in dislodgment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left subclavian artery. The 8.0x19mm omnilink elite balloon expandable stent system (bes) was attempted to be advance three times; however, met resistance with anatomy as it was an acute angle. When attempting to remove the bes resistance was met with the sheath and the stent dislodged with the sheath. The dislodged stent was removed when the sheath was removed as it remained inside. A new 8x29mm omnilink was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.